Event description:
Reporter alleged the patient received the results of 36 mg/dl and 165 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the patient lost stimulation sensation following hip replacement surgery (see manufacturing report # 3004209178201002143). The battery had quit working and it was believed that the device was somehow damaged during the surgery. The patient had the device replaced. Following the replacement, the patient had great stimulation coverage.